Manufacturer narrative:
H.6 investigation summary customer contacted bd support regarding their bactec fx 441385 sn (B)(6) explaining they had a bottle break in their instrument and requested a cleaning procedure. Bd support sent the decontamination procedure to properly sanitize the instrument. As no instrument failure was reported, this is an unconfirmed complaint of a bd instrument. Device history review is not required as this does not allege an early life failure or failure at install. Service history review showed no prior issues pertaining to the complaint. Sample history is not required as no samples were attained for analysis. The root cause is due to customer handling. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Complaints for safety are under statistical control for the month of november 2022. The upper control limit was not breached, and no trends have been identified. Review of risk management documentation indicates the potential risk of the reported failure mode was assessed as severity s1 via document baltrmbactecinstraph rev 15, row ID 13.14 h3 other text : see h.10

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged leakage within instrument occurred. The following information was provided by the initial reporter: vial broken in instrument 1. Was the leak contained within the instrument? Contained within the instrument 2. Was the leak in a customer-accessible location? Yes, in the drawer 3. Was there a spray of fluid under pressure? No spray under pressure, few drops from the vial 4. What was the fluid that leaked? Blood from a patient, the client has made the necessary arrangements regarding its local rules 5. What is the source of leak -- waste line or non-waste line? From the vials, no waste line on this instrument 6. Was the customer exposed to blood or bodily fluids? No, the customer see the small amount of the blood. She put glove before operates on the instrument. 7. Was there any physical harm to the customer as a result of the leak? No additional question : were other unaffected vials of this patient still available for diagnosis? No was there any other impact on the patient? No, the test was repeated normally

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter phone: (B)(6). Initial reporter address: (B)(6).

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged leakage within instrument occurred. The following information was provided by the initial reporter: vial broken in instrument. Was the leak contained within the instrument? Contained within the instrument. Was the leak in a customer-accessible location? Yes, in the drawer. Was there a spray of fluid under pressure? No spray under pressure, few drops from the vial what was the fluid that leaked? Blood from a patient, the client has made the necessary arrangements regarding its local rules what is the source of leak -- waste line or non-waste line? From the vials, no waste line on this instrument was the customer exposed to blood or bodily fluids? No, the customer see the small amount of the blood. She put glove before operates on the instrument. Was there any physical harm to the customer as a result of the leak? No . Additional question : were other unaffected vials of this patient still available for diagnosis? No was there any other impact on the patient? No, the test was repeated normally